Manufacturer narrative:
The subject device was returned for investigation. The reported failure of balloon rupture was confirmed. Balloon ruptures are a known failure mode with a low probability of occurrence. Contributing factors include patient calcium, damage caused when the balloon wall comes into close contact with the device emitters, likely causes include (a) an irregular calcium lesion capable of compressing the balloon wall into close proximity with the emitter(s) and/or (b) an incompletely inflated balloon. This is a known inherent risk with the procedure and the use of the device. Additionally, the physician stated that the patient's hemodynamics were always in good condition when ivl was being used. The relationship between the balloon rupture and the patient's outcome could not be determined with the information available. The root cause for the bypass surgery, cardiopulmonary arrest and subsequent death cannot be definitively determined. However, the physician believes that the rota stuck in the rca caused the adverse patient outcome. The associated patient risk for the balloon rupture is low and adequately captured in swmi's risk documentation. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
Three shockwave c2+ coronary intravascular lithotripsy catheters were used to treat a lesion in the mid right coronary artery (rca). This report is for the second catheter reported (refer to MDR 3015053858-2024-00047 for the first catheter and MDR 3015053858-2024-00049 for the third catheter). A 1.5 rotablater (rota) was used followed by the first c2+ catheter which delivered 80 pulses before the balloon ruptured as moving most distal to mid rca. The second c2+ catheter ruptured upon initial inflation. A non-compliant balloon was dilated to modify mid rca. The third c2+ catheter ruptured after 8 pulses were delivered. A 1.5 rotablator (rota) was then advanced to the mid rca. After 2 passes, the rota became stuck in the mid rca. The patient coded, was defibrillated, and given CPR at 4-5 different times and regained hemodynamics each time. Several different attempts were made to remove the rota 1.5 burr with no success. The rota was stuck in the rca for about 30-45 minutes. An impella was placed and CT surgeon was called to remove the rota burr and bypass the patient. The patient went to open heart surgery for removal of the bsx rotablator that became lodged in the rca. The patient then passed away in the intensive care unit (ICU) while waiting for the cardiothoracic surgeon. The physician believes that the rota stuck in the rca caused the patient to code. Additionally, the physician stated that the patient's hemodynamics were always in good condition when ivl was being used.